Event description:
The facility's dialysis nurse informed the MFR's representative of the following: hole in the venous extension leg of the 13.5 french (fr) catheter (suspected to be a circle c silicone catheter kit, catalog number unknown). At the time of the report, the device catalog/lot was unknown. The facility's dialysis nurse informed the MFR's product complaints manager that this is a replacement device. Second event with this pt. The catalog number was still unknown. No further details were provided.